Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further information was requested.

Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. It was reported that on (B)(6) 2014, the patient experienced left subclavian artery occlusion possibly due to proximal device migration or thrombosis. It was reported that the patient had an adequate anatomy. It was also reported that the migration and thrombosis could not be confirmed by computed tomography angiography. On (B)(6) 2014, the patient had ischemia of the left arm (unknown cause). Since (B)(6) 2014, the patient had a hemiparesis of the left side of the body with no correlate in the CT. On (B)(6) 2014, the patient underwent a surgical left subclavian- carotid bypass procedure. As of april 9, 2014, the patient was still ventilated. According to the physician, the gore device did not cause the problem and it was attributed to ischemia. The cause of ischemia is unknown. Further information was requested.

Event description:
On an unknown date, the patient was implanted with a conformable gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm.it was reported that on (B)(6), 2014, the patient experienced the left subclavian artery occlusion due to a proximal device migration.on (B)(6) 2014, the patient underwent a surgical left subclavian- carotid bypass procedure. No further adverse events have been reported. Further information was requested.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Further information was requested.

Manufacturer narrative:
According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoprosthesis migration, occlusion, prosthetic thrombosis, embolism (micro and macro) with transient or permanent ischemia, neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis), reoperation and death. The patient had a multitude of problems that doesn't imply the thoracic device.

Event description:
It was reported that a spine drainage was performed without any results before the bypass procedure.